Event description:
It was reported that during surgery that 2 separate skin grafts got caught in the mesher. The grafts were damaged but no additional grafts were needed. A 20 minute delay did occur where the patient was under anesthesia. No adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4), once investigation is completed a final/supplemental report will be submitted.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the comb was damaged and was replaced which resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.